Event description:
After the catheter was inserted, the balloon would not inflate. A new catheter was inserted.

Manufacturer narrative:
During a gyne procedure, after the foley catheter was inserted, the balloon would not inflate and the catheter was replaced. There was no injury to the pt. The facility reported that as they attempted to inflate the balloon with fluid, they visualized a balloon shaped protrusion distal to the y-junction of the catheter. Fluid was allowed to pass through the inflation valve and into the inflation lumen. We have no sample to evaluate. A definitive root cause was not determined but based on the info provided, it appears that the inflation valve functioned properly and flow was then obstructed at the bifurcation.